Event description:
A healthcare worker experienced a burning sensation whith whitening of the skin of the right ring finger after removing or corrugated tube from a completed cycle. The worker rinsed off the affected area under running water and did not seek medical attention. The symptoms resolved in a few hours.